Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Several pause episodes were noted on the implantable cardiac monitor. These were caused by the signal dropping out at night, possibly due to how the patient was lying. Programming changes were discussed, but not performed.